Event description:
A bus driver's aid reported, a pt event to our consultant during a school in service. It was reported that they had a child and the grandparents reported that they didn't know if their vns was working because, he had 5 seizures in the past month. The reporter did not release the pt's name. Good faith attempts have been made and thus far no further info has been attained. It is unk if the increase in seizures is above or below the pt's pre vns baseline rate and the relationship to the functionality of their vns. No pt or treating physician info is known.